Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694265 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient presented to the emergency room with pocket stimulation. At the time, the patient was continued to be monitored. The pocket stimulation was still occurring, so the patient presented to the clinic where the clinician increased the left ventricular (lv) output and the stimulation was visualized. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.